Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) observed 2 burnt motor driver boards on the architect i1000sr processing module on (B)(6) 2022. The instrument has not been in use for 5 months (due to reagent availability) with multiple electrical fluctuations at the site occurring during this time. The problem was identified during preventive maintenance by the fsr. No injuries or harm to the customer or the fsr was reported. No impact to patient management was reported.

Manufacturer narrative:
During preventative maintenance of the instrument, the field service representative (fsr) observed evidence of charring on the motor driver board, tested and replaced the part. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burned/charring observed was limited to the motor driver board, tested and possibly due to multiple electrical surges/ fluctuations. The burned/charring did not spread to other parts of the module. A review of tracking and trending for the architect (B)(6) did not identify any trends. A review of tracking and trending for the motor driver board, tested did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6) processing module or the motor driver board, tested was identified.